Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8346604, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-12, medical device lot #: 9134743, medical device expiration date: 2024-05-31, device manufacture date: 2019-05-14, medical device lot #: 9204755, medical device expiration date: 2024-07-31, device manufacture date: 2019-07-23. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that several pen ndl 32g 4mm hp 100 box 1200 ca were difficult to attach to the pen, and no insulin flowed through them during the injection. The consumer reportedly dialed up "42 or 44 units", pushing out two units to prime and attempting to inject the remainder into the site, where the flow stopped before completion. Additionally, it was reported that some pen needles' non-patient ends were found bent when attaching them to the pen. An unspecified number of needles from lot# 8346604 were difficult to attach to the pen, and 55 needles were clogged. An unspecified number of needles from lot# 9134743 were difficult to attach to the pen, and 32 needles were clogged. And an unspecified number of needles from lot# 9204755 were difficult to attach to the pen, and 29 needles were clogged. The following information was provided by the initial reporter: "she cannot attach some of her pen needles to insulin pen when taking injection, no insulin flows provided description on the way she primes. She will dial up 42 or 44 units, push out two units and then try to inject the remaining insulin into site. The flow stops before its completed. Stated, prior to attaching pen needles, the non patient end, is bent on some of the pen needles. Stated, moving forward, she will prime 2 units only, before dialing up her dosage".